Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 468 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer used insulin pens and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the reservoir was not being detected by the pump leading to the highs. Troubleshooting was not completed but the pump failed a displacement test. The insulin pump will be returned for analysis. Frn-mmt-326-rsvr; unomed set.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.